Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that it was reported that a lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 2500 ohms on the right ventricular (rv) channel. Additionally, pacing inhibition was noted and elevated threshold measurements. A review of the stored data identified multiple impedance measurements that were out of range. A lead fracture was suspected and the lead was removed from service and replaced. No additional adverse patient effects were reported.